Manufacturer narrative:
Product analysis results are: the cause of the delivery system deployment difficulties could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review. The anatomical location of the implant difficulties is unknown. The pre-implant films revealed that the patient had a non-aneurysmal descending thoracic aorta which narrowed down from 21mm at the bottom of the arch, to 11mm minimum near a tortuous (2 ¿ 90° bends), and calcified section ~5cm above the celiac artery. It could not be determined if advancing the device through the small and tortuous descending thoracic may have contributed to the implant difficulties.

Manufacturer narrative:
Product analysis results are: the event was confirmed; difficulty was met when attempting to deploy the capture release handle. Previous investigation for silicone sticking to the tip capture lumen has been performed however, a definitive root cause could not be conclusively determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic coarctation. It was reported that, during the index procedure, the physician had difficulty pulling back the slider. The physician attempted to pull back on the slider three times. The bare stent was released on the third attempt and the procedure was completed successfully. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.